Event description:
Additional information has been received that the patient was constantly blinking eyes in attempt to clear which didn't help. The fogginess was actually worse than the original cataracts and was very depressing. The doctor said the problem was caused by inflammation for which the treatment was taken but eyes were no better and the fogginess persists.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that following an intraocular lens (iol) implant procedure, the patient vision was like in a sauna with a foggy/steamy disturbance. The patient felt unpleasant and it was also very tiring since she was constantly trying to look through the fog. When the patient visited eye surgeon she was told that was a side effect of lens and asked if yag laser treatment would clear the problem. The vision was better before the surgery. The cataracts were not as foggy. Additional information has been requested. There are two reports associated with this patient. This file belongs to left eye.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned. Complaint history and product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause for the reported complaint. The product was not returned. Not enough information was provided for further investigation. The reporter was the patient. Information was provided by the reporter that "my doctor said the problem was caused by inflammation which has been treated but my eyes are no better. The reporter has not responded to follow up requests. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).